Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 2.50 x 20mm stent delivery system (sds) was returned for analysis. The following attributes were analyzed. The device was returned with the balloon deflated and no stent present. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement specification. The balloon was subjected to positive pressure, no issues were identified with the balloon material. A visual and microscopic examination of the tip showed no sign tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received 03nov2021.. It was reported that crossing difficulties were encountered. The 75%-80% stenosed target lesion was located at the severely tortuous and severely calcified distal left anterior descending artery. The lesion was predilated. A synegry xd balloon expandable stent was advanced into the distal left anterior descending artery. The synergy xd did not cross the lesion due to severe calcification. The synegry xd was removed and the procedure was completed with a different device used. There were no patient complications reported and the patient condition was fine. It was further reported that the synegry xd demounted from balloon accidentally after it was removed from the patient.